Manufacturer narrative:
One opened 25 gauge trocar cannula/hub assembly was received. The returned sample was visually inspected and was found nonconforming with a tear and a hole in the septum. A device history record review indicated the product was released based on the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar started to leak when it was inserted into the eye during a procedure. The procedure was completed without replacing the product. The product sample was retained. There was no harm to the patient. No additional information is expected.